Manufacturer narrative:
Unique identifier: (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing circuit was cleaned to resolve the issue.

Event description:
The hospital reported a loss of mechanical ventilation while in use on a patient. The patient was switched to manual ventilation and case resumed. There was no report of patient injury.